Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 requesting the liquid crystal display (lcd) screen fluorescent tube and a rear bezel. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Philips service personnel informed the customer that technical assistance is needed to install the screen, as it requires calibration and a software update. Resolution and disposition are pending - investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the screen did not work and could not be used. A dent in the screen was observed, and the intervention must be continued since no check can be performed. The following parts must be ordered: front bezel with nav-ring, rear bezel (white); liquid crystal display (lcd) assembly (2nd generation/nec) lcd upgrade kit, user interface (ui) and touchscreen (front bezel). Resolution and disposition are pending - investigation is still ongoing.

Manufacturer narrative:
The customer declined service and repair, and no work order was generated. It is unknown what the outcome of the service event was, and no further information will be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.